Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 28-oct-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that patient mentioned she fell in her kitchen while bringing in firewood. After the fall she felt the stimulator was not providing the same level of pain relief. She had tried different groups/programs and adjusting the program intensities, but could not achieve the same level of relief. Rep met to get a fluoro image of her leads. That image revealed the right lead had move one contact caudally. Reprogrammed her programs to hit the anatomical targets. Texted with the patient the next day and she said she is doing and feeling much better. The issue was resolved.